Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported high impedance was found. In turn, the patient underwent surgical intervention. During the surgical procedure, the high impedance was determined to be related to the patient's lead extension. As a result, the patient's lead extension was explanted and replaced to address the issue.